Event description:
Customer states that she was incoherent and could not treat herself due to low blood sugar. She attempted to use the multiclix device to test her blood sugar, but was unable to obtain a blood drop. The paramedics were called and tested the customer at 35 mg/dl on their meter. Customer was treated with a glucose IV at the scene. Customer was not taken to the hospital. Customer currently feels sluggish and tired. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.